Event description:
It was reported that the ventricular leadless pacemaker was unable to be interrogated. Troubleshooting was performed but was unsuccessful. No further intervention was performed. The patient was stable.